Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(6).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 l on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to unknown reasons. This is a bilateral claim. Left side case: (B)(4).

Manufacturer narrative:
Additional information was received on aug 29, 2017. The product was returned for investigation and the results are available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description: event summary: patient had durom cup,implanted on dec 04, 2008 and revised on aug 18, 2015 due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - the returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. The surface of ldh head is scratched. On the inner surface of the head adapter surface changes due to fretting corrosion as well as a mark of unknown origin could be found. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. See surgical technique doc no. (B)(4) printed in USA. Root cause analysis: according to the available information, the patient was revised due to unknown reasons. The retrievals exhibit lack of bone on growth on the porous coating of the durom acetabular component, which is consistent with the observation reported. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. Neither x-rays, operative notes, office visit notes were received; therefore the positioning of the implant and surgical steps performed are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, anexact root cause cannot be determined. Sales of the durom acetabular component were voluntarily and temporarily suspended in the u.s. Until implementation of the corrective action in 2008 (update of surgical technique brochure and instructions for use, and a new u.s. Surgeon training program). After implementation of the corrective action, sales were resumed to those surgeons who completed the mandatory u.s. Surgeon training program. Due to low sales, zimmer gmbh stopped selling the durom acetabular component in the u.s. At the end of 2010. Since november 2009, robust post market surveillance activities have been implemented such as literature reviews, review of relevant registries, and review and monitoring of complaint and adverse incident histories. Since end of 2010 durom acetabular component is not sold anymore, thus the trend analysis of the complaints has been ceased as it is already covered in post market surveillance review.therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).